Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous nurse report from the USA of fluid overload and peritonitis with culture positive for "diphtheroids" (coded to bacterial peritonitis) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on and unreported date the patient experienced fluid overload. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was reported that the cause of the peritonitis was fluid overload. Treatment information was not provided for the event. On an unreported date in 2010, dianeal therapy was withdrawn and the patient was placed on hemodialysis. The patient was recovering. It was not reported whether the fluid overload resolved. Per the nurse, the event of peritonitis was not related to dianeal pd4 ultrabag therapy. A causal relationship was not reported for the event of fluid overload and dianeal pd4 ultrabag therapy.